Event description:
It was reported that during a video-assisted thoracoscopic surgery resection procedure, the surgeon was making the wedge and stapled across another staple line, the device locked on the lung tissue and would not open. He then pulled the manual release button and it still would not open, he pried the handles apart and was able to remove it from the tissue. A second stapler was used with a white reload and it did the same thing again. A third stapler was used to complete the case due to he only needed one more bite to complete the procedure. The tissue was not damaged; pt did not require blood products. See scanned pages.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.